Manufacturer narrative:
The information in this report was regarding a legal case. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot.

Event description:
A letter was received from (B)(6) in relation to a potential metal on metal claim for a hip prosthesis. The patient was implanted with an exeter v40 stem and a zimmer shell on (B)(6) 2006.

Event description:
A letter was received from (B)(6) solicitors in relation to a potential metal on metal claim for a hip prosthesis. The patient was implanted with an exeter v40 stem and a zimmer shell on (B)(6), 2006.